Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 600 mg/dl. Customer's current blood glucose was 323 mg/dl. The customer did experienced the symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. The customer was treated with manual injection, insulin pen. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of high blood glucose event. Auto mode feature was not active at the time of event. Based on customer report customer does allege pump was under delivering as insulin pump is broken. The insulin pump will not be returned for analysis.